Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this lead, sensing and capture was poor and the helix mechanism was eventually non functional during repositioning attempts. The lead was removed from the procedure and replaced in absence of adverse effects. The product was returned and laboratory analysis conducted.